Manufacturer narrative:
This complaint has been submitted under (B)(4). Once investigation is completed a final supplemental will be submitted.

Event description:
It was reported that during testing the electric dermatome did not function as expected. It was suspected that there was a cable issue at plug into power source. There is no visible damage, however bending the cable near the plug on the power supply starts and stops the device. There was no patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This incident has been recorded under (B)(4). Updates performed on b4 b5 d4 d9 g3 g6 h2 h3 h4 h6 h10. Review of the most recent repair record determined that the cable was damaged and the motor was possibly corroded. The unit was returned unrepaired per the account's request. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.